Manufacturer narrative:
Manufacturer's investigation conclusions: a direct correlation between the patient¿s expiration and mlp-016207 cannot be conclusively determined. The heartmate 3 lvas instructions for use lists death as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ~ 9 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2019. It was reported through patient outcome that the patient was expired due multi organ failure. No autopsy was performed and the device was not explanted. No further information was provided.